Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) during drain 4 of 4 . The hp stated she had disconnected to go to the restroom and she then reconnected. The technical service representative (tsr) assisted the hp to clear the alarm and explained se 2240 indicates a large amount of air has entered setup. The hp stated she would discard the supplies and contact the nurse regarding an air detect alarm. No patient injury or medical intervention was reported. On (B)(6) 2010 product surveillance contacted the hp who confirmed she noted nothing unusual with the supplies and using new supplies resolved the alarm. No adverse event was reported.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. A companion sample has been requested but has not yet been received by baxter for evaluation. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 4/4 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated she had disconnected to go to the restroom and reconnected. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).